Event description:
The patient reportedly was experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another cochlear device.